Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure, no device found message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that several weeks ago the patient started having trouble recharging their implant. They attempted to charge their implant and received the "no device found" message. The patient pressed "recharge" and started the process of a passive recharge. When they went through the passive recharge their session would stop randomly; they were never able to get past the passive recharge and to the charging quality screen. They noted that their implantable neurostimulator (ins) would not charge. During the passive recharge they were able to get the middle number up to 86 and 96, however when the recharger was barely moved, the middle number moved back to 0. The patient also received the controller error "software problem 1.intellis 2.3.6 3.58 4.qf_new". During the call they reset their controller and verified that there was no external damage on the recharger or in the controller port. They confirmed that the "software problem" message was cleared. The patient noted that either their recharger paddle or their ins right under their skin became hot during an ins recharge session; this occurred two different times when recharging their ins and it first started several weeks ago. The issue was not resolved through troubleshooting. A replacement device was requested. A couple of weeks ago the patient's lock screen on the controller froze and they had their controller screens overlap each other; this happened twice, once when the recharger was connected to the controller and once when nothing was connected to the controller. The patient reset their controller which resolved the controller issue. They confirmed that all of these issues occurred around the same time.